Event description:
It was reported that a surgeon has seen several patients react to the oxinium component with synovitis and pain. He has booked patients for knee surgery where they usually remove the oxinium component and the insert also. He's under the impression that oxinium is the culprit for his patients' synovitis diagnoses. During these revisions, they claim to observe the synovitis more aggressively encapsulating the oxinium femoral component relative to the rest of the construct.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. The medical investigation concluded that, since no clinically relevant documentation was provided, a thorough medical investigation could not be performed. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. If the devices or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.